Event description:
It was reported that upon interrogation, a stored episode of ventricular tachycardia appropriately treated with atp therapy was noted. The atp therapy accelerated the arrhythmia which was successfully treated with hv therapy. Programming changes were made. The patients condition was good.

Manufacturer narrative:
(B)(4).